Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) was neither engaged nor visible. Manual compression hemostasis was used. There was no reported patient injury. There were no obvious signs of device or package damage prior to use. The user completely shuttled down the device without significant resistance and did not apply unusual force when retracting the 6f non-cordis sheath. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the 6f non-cordis vascular sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no vessel tortuosity or calcium present in the vicinity of the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynxgrip vcd. The mynx vcd was used in a diagnostic procedure with a retrograde approach used. The physician was certified to use the mynxgrip vcd. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white advancement rod of a 6/7f mynxgrip vascular closure device (vcd) was not seen. Manual compression hemostasis was used. There was no reported patient injury. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the unknown vascular sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynxgrip vcd. The procedure was performed using a retrograde approach. The physician was certified to use the mynxgrip vcd. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the advancer tube of a 6f/7f mynxgrip vascular closure device (vcd) was neither engaged nor visible. Manual compression hemostasis was used. There was no reported patient injury. There were no obvious signs of device or package damage prior to use. The user completely shuttled down the device without significant resistance and did not apply unusual force when retracting the 6f non-cordis sheath. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the 6f non-cordis vascular sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no vessel tortuosity or calcium present in the vicinity of the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynxgrip vcd. The mynx vcd was used in a diagnostic procedure with a retrograde approach used. The physician was certified to use the mynxgrip vcd. Other procedural details were requested but were not provided. A non-sterile mynxgrip vascular closure device (6f/7f) involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged with the black handle, the stopcock was in the closed position, and a cordis mynx syringe was attached to the unit. The catheter sheath introducer (csi) was not returned for evaluation. The sealant was exposed, and the advancer tube remained in its manufacturing position. No additional anomalies were observed during this inspection. Per functional analysis, an inflation/deflation test was performed, and the device functioned as expected¿balloon inflation and deflation occurred without issue. A full deployment simulation could not be carried out in accordance with the instructions for use (IFU), as the sealant was already exposed upon receipt. However, the advancer tube deployment mechanism was tested independently and functioned correctly, with no observed impediments. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not observed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the sealant was exposed on the catheter and the advancer tube was still in its manufactured position. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue noted. However, procedural/handling factors (such as an incomplete shuttling down of the shuttle even though the user reported shuttling down completely) and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the issue experienced. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.